Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with lower extremity amputation (lead). The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different balloon. There were no patient complications reported and the patient condition was good.